Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device breakage ('16000 cases where this essure has broken off') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant) and pelvic pain ("pain"). At the time of the report, the device dislocation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. The reporter commented: this is a summary case due to unspecified number of patients. Concerning the injuries reported in this acse. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and device breakage ('16000 cases where this essure has broken off') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant) and pelvic pain ("pain"). At the time of the report, the device dislocation, device breakage and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. The reporter commented: this is a summary case due to unspecified number of patients. Concerning the injuries reported in this case. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.